Event description:
The international physician states that a 64 year old male presented for esophageal ligation. The banding cartridge was placed on the endoscope and inserted down the esophagus. After placing the cartridge released from the endoscope into the esophagus. The cartridge was retreived using grasping forceps. There was no further patient complications. The patient remains hospitalized for other medical reasons.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.